Event description:
On 31-may-2024 palette life received a complaint from [nurse] stating the following "for your information, we previously had another syringe break, and the surgeon had a cut from it." Additional information has been requested from the complainant regarding patient status and intervention details. No information has been received from the date of this report.

Manufacturer narrative:
Qn#(B)(4). As per additional information received on 20-jun-2024 from the reporter, the surgeon used a bandaid and no other intervention to treat the finger cut. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Palette life sciences will continue to monitor and trend for reports of this nature. UDI number unavailable as complainant did not report a lot number. Other remarks: n/a. Corrected data: n/a.

Event description:
On 31-may-2024 palette life received a complaint from [nurse] stating the following "for your information, we previously had another syringe break, and the surgeon had a cut from it." Additional information has been requested from the complainant regarding patient status and intervention details. No information has been received from the date of this report.

Manufacturer narrative:
Qn#(B)(4). UDI number unavailable as complainant did not report a lot number.